Event description:
It was reported that the emt was traveling in an ambulance transporting a patient when allegedly the device on which the patient was strapped broke loose, and the cot was propelled into the emt, causing her injuries.

Event description:
No new information.

Manufacturer narrative:
It was reported by the customer that an unspecified ambulance fastener was in an ambulance accident. The cot and lock down system broke free and the cot was propelled into the emt causing injuries. Further information surrounding the incident, details of the malfunction, and device involved were not available as the alleged issue has on-going legal matters with the customer. The issue was resolved for the customer by documenting this report. If further information becomes available through corporate litigation, this record may be reopened and updated.